Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported he was shocked. Interrogation of the device showed no shock had ever been delivered. The device was checked and no problems were found. Stimulation or symptoms could not be produced with testing. Company representative held hand over the patient's chest when patient was experiencing one of the "shocks" and there was no movement of the tissue under her hand, and the patient's body in general did not move. The device remains in use. No further complications have been reported as a result of this event.